Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near the display window corners. No button error alarms noted. However, the device had intermittent button response due to corroded keypad traces. Moisture damage was found on the lcd board and mother board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 135 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that he had gone kayaking and the insulin pump had come into contact with water. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.